Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00161 on 09-jul-2021. Additional information (12-jul-2021): siemens reviewed the information provided and is informed that the uninterruptible power supply (ups) was removed and serviced to allow for testing on the dimension exl 200 system. Siemens completed the investigation and concluded that the cause of the malfunction to the ups is unknown. The issue was resolved and the system is operating as specified. No further evaluation of the device was required. Siemens updated section h6 to include new codes for type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and noted the uninterruptible power supply (ups) was stopped and removed. The customer informed siemens that there was no injury or harm due to the reported event. There was no delay in reporting patient results, no loss of patient information, and no stat samples were affected. Siemens is investigating the event.

Event description:
The customer observed smoke, sparks, and flames emitted from the uninterruptible power supply (ups) used with the dimension exl 200 system. There are no known reports of adverse health consequences due to the smoke, sparks, and flames emitted from the ups.